Event description:
It was reported that the patient presented in the operating room for a device upgrade. During the procedure, it was noted that there were unspecified connection issues at the header of the pulse generator. The device was explanted and replaced. No further information is available.

Event description:
New information available on (B)(6) 2017 states that, the patient was stable post the device changeout procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the antenna in the header was pulled out of place. The device could still be interrogated. The cause of the event remains undetermined.